Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Pump received with torn keypad overlay and cracked battery tube thread. The test reservoir stay locked in place noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damaged. There was no damaged to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.